Event description:
It was reported that the pump battery could not be charged. The customers blood glucose (bg) level was "high"; although specific value was not provided. The customer addressed the elevated bg via correction bolus. The customer continued to use the pump for insulin therapy; however, a replacement was sent to resolve the issue.